Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurated stent graft and its components were implanted in a patient for endovascular treatment of a 5.2 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 20 cm. The patient's iliac arteries were reported to be large, ectatic, and tortuous, and the physicians planned to implant extender cuffs to provide an adequate seal. The patient has a history of aortic valve sclerosis, mild mitral valve regurgitation, mild biatrial dilatation, and was considered to be a poor canidate for open surgical repair. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The femoral arteries were accessed, and a 22 french sheath was advanced through the right side. An 18 french x 30 cm length sheath was inserted through the left side. The bifurcated stent graft was inserted through the right side and deployed. The 18 french sheath was exchanged for a 16 french x 35 length sheath because the 18 french sheath was too short to reach the contralateral gate. A 16 mm diameter x 11.5 cm length iliac limb was inserted, but it would not deploy. The sheath and the device was removed, and another sheath and device were successfully used. The bifurcated stent graft was more inferiorly located than originally planned; therefore, a proximal extension cuff was implanted in an infrarenal position with good overlap. Angiography demonstrated good positioning of the cuff and no evidence of proximal endoleak. The distal limbs were not sealed, and there was some late filing of the aneurysm sac. A 24 mm diameter x 3.75 cm length aortic extender cuff was implanted in the right iliac artery. Attention was turned to the left groin. The physicians attempted to insert an 18 french sheath, but it could not be advance into the stent graft, despite the fact that it had passed through this groin several times. A 16 french sheath was inserted, and the physicians attempted to manipulate the sheath medially. The pathway of the sheath was felt to be abnormal and more medially than expected; therefore, iliac perforation was suspected and was confirmed by angiography. The patient became hypotensive. A 16 mm x 4 cm angioplasty balloon was inserted and inflated. The tear was noted to be where the left iliac limb was placed. The left common iliac artery was oversewn with the intention of performing a femoral-femoral bypass. However, a secondary leak around the iliac stent graft was discovered, and the decision was made to emergently convert the patient top open surgical repair. The conversion procedure took almost 12 hours and required resuscitative efforts with an estimated blood loss of 20,000 cc. Following the procedure, the patient required high fluid infusion, and developed massive abdominal distention. Intra-abdominal bleeding and abdominal compartment syndrome were suspected. The patient was taken to the operating room for an exploratory laparotomy. Exploration revealed about 4 liters of blood and clot in the abdomen that appeared to be coming from lumbar orifices in the aneurysm wall. The bleeding orifices were clipped or oversewn. The inferior mesenteric artery was found to be thrombosed, and there was severe ischemia of the proximal and middle third of the transverse colon; therefore, a colon resection was performed. During the procedure, a small tear developed at the tip of the spleen. The physicians unsuccessfully attempted to repair the spleen and eventually performed a splenectomy. The patient's abdomen was left open because of concerns over abdominal compartment syndrome, and the patient was returned to the intensive care unit. The patient's status is unknown.